Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the serial number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. It was reported that the cause of death was due to cardiac arrest. The patient was hospitalized prior to death for an unrelated indication. Therapy was ongoing prior to death. It was not reported the patient was performing therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.